Event description:
Pt caregiver called to report that 1.2 micron filter had "split apart" during tpn infusion. Attempted to change to new filter and 2nd filter "leaked" from actual filter, not connecting tubing. Pt tpn infusion almost complete. Pharmacy notified and no further pt intervention needed.